Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button internal components were defective, making the rear response button not functional. The root cause of the defective internal components of the rear response button cannot be positively identified.   No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were non-functional.